Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring placement of a chest tube. The biopsied lesion was 0.7 cm in size and located in the left lower lobe, at least 10 mm from pleura. The pneumothorax was moderate in size; therefore, a chest tube was placed immediately in the recovery room. The physician believed the main contributor to the development of the pneumothorax was lung ventilation strategy with high peep and barotrauma. In addition, the physician reported CT-body discrepancy could have also contributed due to placing the needle closer to the pleura. The patient was discharged home the same day. The diagnosis was chronic inflammation (benign). Per the physician, there was no allegation that a malfunction of an ion system, instrument, or accessory occurred.